Event description:
It was reported that the ilet user deployed an inset infusion set incorrectly by failing to remove the needle guard, and an agent provided troubleshooting and education to guide a site-only change. There were no reported clinical effects. Outcomes included no alerts, alarms, or clinical impact. Investigation included remote troubleshooting and user education on correct infusion set insertion and site change. Investigation of this case revealed user error during infusion set insertion, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.